Event description:
Customer reported visiting the emergency room due to diabetes-related issues while using the insulin pump and related supplies. The customer's highest blood glucose level during the incident was noted to be 600 mg/dl. There was no adverse impact to the customer's health, as no permanent injury was reported and ketone levels were not deemed life-threatening by health care providers. The customer attempted to manage the elevated blood glucose by administering a bolus through the pump, which was checked by technical support and found to be working correctly. The issue was ultimately resolved with treatment involving IV fluids like saline and insulin, and the customer was released from the emergency room on the same day.